Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-38028. It was reported that the patient presented to the emergency room due to pocket infection. The physician aspirated pus from the pacemaker pocket. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that the pacemaker and right ventricular (rv) lead were explanted. A new pacemaker and rv lead were implanted on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section d6b - the explant date should have been (B)(6) 2022, rather than (B)(6)2022.